Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-user, when he was going to sit on the commode and he didn't get a good grip of the left arm rest and he plopped down on the seat pretty hard causing it to crack.